Manufacturer narrative:
As received, a complete lead was returned in one-piece. Visual examination found the helix extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. The reported event of unable to retract helix was confirmed. After cleaning, the helix could be retracted and extended from the inner coil. The cause of the reported event of unable to retract helix was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any other anomalies. The reported event of low sensing was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, low sensing was observed on the right ventricular lead. Lead repositioning was attempted but the helix was unable to retract. The lead was explanted and replaced to resolve the event and the patient was in stable condition.